Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implanted of the right ventricular (rv) lead, the lead exhibited high thresholds, rising thresholds, and diminished sensing. The lead was repositioned and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.